Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced fluid leaking out of the transfer set. It is not known what fluid was leaking. The following day, the hp went into their pd facility (clinic) to have the transfer set examined. At the time of the visit, no fluid leakage was noted. It was reported that the transfer set was closed and could not be opened, further described as the transfer set would turn in the direction to open, but that it would just continue turning and would never open. The transfer set had been in use for about five months. No other defects were noted with the transfer set. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.